Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete.

Event description:
It was reported that the carrier did not advance which damaged the skin so it was no longer useable. The event timing was during surgery. There was a 30-45 minute delay.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4; d9; e1; e2; e3; h2; h3; h6. Review of the most recent repair record determined the comb was bent. The comb, bottom roller, gear, and carrier guide were replaced and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no additional event information available.